Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose levels rose above 250 mg/dl while wearing the pod between 37 and 48 hours on the leg. Reportedly the pod was not sticking well to the skin and fell off during gymnastics, resulting in the cannula becoming dislodged from the infusion site. As treatment, a new pod was successfully applied.